Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. According to information by our field service engineer, the ventilator was repaired by the hospitals bio-med. There is no information on how the failure was resolved or if any parts were replaced, only that the ventilator passed functional and safety checks. No further issues have been reported regarding this case after the reported event. The root cause to the reported issue could not be determined by this investigation.

Event description:
Manufacturers ref: #(B)(4).